Event description:
It was reported that an unknown 74-year-old female patient (born on (B)(6)1948, 85.6 kgs) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cerebrovascular accident requiring prolonged hospitalization. It was reported that a suspected stroke of the patient occurred post-ablation and after the procedure was completed. They mapped both the left and the right side but that the ablation was performed on the right side. The patient displayed symptoms of face aphasia, facial drooping on the right side, inability to speak well, and inability to squeeze very hard with the right hand. The stroke team took over the care of the patient and took the patient to perform a CT scan. The results of the CT scan were unknown, and any further medical intervention was unknown. It was unknown if the patient was in stable condition at the time of the call. The only catheters inside the body were an ablation catheter and a soundstar catheter. Relevant test/lab data: pt. Acts maintained over 250ms. Pt. On asa. Hgb count 14.2. Additional information was received on (B)(6) 2022. The adverse event occurred on friday, october 21st. This adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was due to the procedure and patient condition. Hospital stroke team was called, CT scan performed, stroke measures taken as intervention. The patient outcome of the adverse event is improved, patient is still hospitalized. The patient required extended hospitalization because of the adverse event as stroke measures were taken. No relevant history. A generator with serial number (B)(4) was used. There was no evidence of char or blood thrombus/ clot during the procedure. The carto file is unavailable. Correct catheter settings were selected on the generator. The pump was switching from "low" to "high" flow during ablation.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number 30887140l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).